Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n174883, implanted: (B)(6) 2009, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that the patient felt a loss of stimulation in (B)(6) 2014 and that the charging of the unit was taking longer than normal prior to loss of stimulation. They were unaware of any previous overdischarge. Premature battery depletion was reported which resulted in a replacement. Five days later, additional information was received that it was unknown if any event caused the issue. The battery was completely dead when the manufacturer representative encountered the patient. Recharging was taking longer than normal and then the patient stopped feeling stimulation. It was unknown if there were any forced recharges. The patient was receiving effective therapy post-replacement. The patient recovered without sequela. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.